Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00085: case 2; 3025141-2019-00094: case 3; 3025141-2019-00095: case 4; 3025141-2019-00096: case 5.

Event description:
Following implantation of an acutrak screw, the patient, an athlete, experienced delayed union. No revision surgery was performed. Patient returned to full activity 16 months after primary screw fixation. Case 1. From: article: headless compression screw fixation of jones fractures. Nagao, masashi; saita, yoshitomo; kameda, so; seto, hiroaki; sadatsuki, ryo; takazawa, yuji; yoshimura, masafumi; aoba, yukhiro; ikdea, hiroshi; kaneko, kazuo; nozawa, masahiko; kim, sung-gon. American journal of sports medicine, 2012, vol. 40, no. 11, 2578-2582.